Manufacturer narrative:
Preliminary analysis of the returned device showed proper mechanical and electrical operation. D3: (email address) and g1: (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, while the physician attempted to connect the lead to the device, no effective fixation sound was noted. The physician attempted to turn the screw counterclockwise then clockwise several times, but no connection sound was heard. Another pacemaker was implanted.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, while the physician attempted to connect the lead to the device, no effective fixation sound was noted. The physician attempted to turn the screw counterclockwise then clockwise several times, but no connection sound was heard. Another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, while the physician attempted to connect the lead to the device, no effective fixation sound was noted. The physician attempted to turn the screw counterclockwise then clockwise several times, but no connection sound was heard. Another pacemaker was implanted.